Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The consumer posted her complaint on social media. K-c responded and the consumer marked the page private. We do not have her contact information to follow up with the consumer.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated the tampon caused toxic shock.

Manufacturer narrative:
New information: b5: this is a follow-up to report the string came off of the tampon. G7: follow-up 1.

Event description:
This is a follow-up to report the string came off of the tampon.